Event description:
It was reported that the patient's ipg catches on chairs, door frames and counters causing pain. The patient was prescribed with medication. Additional information was received that the patient experienced discomfort at the battery site due to her battery flipping. The patient underwent a revision procedure wherein the physician created a new and snug pocket for the implantable pulse generator (ipg). The implantable pulse generator (ipg) remains implanted, and patient was doing well postoperatively.

Event description:
It was reported that the patients ipg catches on chairs, door frames and counters causing pain. The patient was prescribed with medication.